Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces. Time/date feature functioned properly. Device had scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that he needed assistance with rewinding the device. Customer's blood glucose was 512 mg/dl. Act button was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.